Event description:
It was reported that the patient experienced recurring incontinence with a non-functioning four year old artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure there were no leaks detected on any of the individual explanted components. The explanted device was not released by the hospital. The patient was said to be doing well after the procedure. No further information available through physician. Should pertinent additional information become available, it will be provided.